Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, the tip of the instrument broke off during reaming. No further information reported for this event. This is report 1 of 2 for this event.

Event description:
This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro code: hrx. On the spiral tube behind the heaxagonal coupling, the flank shows scratch marks and slight plastic deformation, it may be assumed that these were caused by fragments flushed away after breakage or from fragments of other components. A micro-metallographic inspection of the raw materials revealed no deviations on any of the four drill shafts. The shaft broke due to overload.